Event description:
It was reported that the patient contacted emergency medical services and was transported to the hospital where they were admitted to the intensive care unit (ICU) on (B)(6) 2026 due to elevated blood glucose (bg) levels after an unspecified duration of pod wear on the abdomen. Bg values were reported to have reached approximately 600 mg/dl. Reported symptoms included vomiting, chest pain, thought they were having a heart attack. The patient reported that there was a discrepancy between the bg results from pod, controller and the dexcom sensor, and they believe that it was related to an inaccurate reading from the dexcom sensor. The patient stated that healthcare professionals diagnosed them with diabetic ketoacidosis. Treatment during hospitalization included an intravenous insulin drip, antibiotics and a stress test. The patient was discharged from the hospital on (B)(6) 2026.

Manufacturer narrative:
According to the complaint, the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.